Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff experienced system error code 25521. The system was rebooted multiple times, however, system error code 25521 continued to recur. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error code 25521 was associated with the left master tool manipulator (mtm). The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtml. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 25521 appears when the system detects that it has lost communication of sensor information between two printed circuit assemblies in the arm control system. In the event of these communication issues, the system records the fault and transitions to a safe state. The mtml was returned to intuitive surgical for failure analysis investigation. Engineering was unable to replicate the reported failure during internal testing, however, multiple printed circuit assembly boards were replaced and various upgrades were performed as a precaution.